Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I am sending you herewith a new materiovigilance concerning the 50 ml syringes bd ref 300865 of lot 2312017. Two syringes leaked during use and were deformed. This is the 3rd materialovigilance concerning this batch of syringes that we have reported to you. We would like you to take action to prevent these events from happening again. Description of events: the department's nurse is preparing an electric syringe with a 50mg ampoule of morphine. During preparation, the syringe was found to be leaking. Syringe and product discarded. He again prepares a syringe with a 2nd ampoule of morphine 50mg. Again the syringe leaks. The ide realizes that both syringes had the same defect (a small bump on the side which pierced the syringe). He throws away the syringe with the product. He ends up using a 10mg ampoule of morphine (as there are no 50mg ampoules left in the supplies). Immediate measures manager notified, syringe stocks for pse of entire department checked. No other syringes appear damaged. Consequences to be expected: use of several ampoules of morphine. Delayed administration of the product for the patient. The defective dm was: kept in the department

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: a total of eight samples were provided to our quality team for investigation. Through visual inspection, the barrel is observed to be damaged in three of samples, verifying the reported incident. A device history review was performed for the reported lot 2312017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.